Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a secondary infusion, the medication out of the ivpb began running backwards into the primary tubing and fluid. After the primary tubing was clamped, the ivpb ran as expected. No patient harm was reported to have occurred as a result of the event. Although additional information was requested, no other event details were provided.